Event description:
Clinical study. Same case as 2134265-2009-00625, 2134265-2009-00627. It was reported that 192 days after a coronary artery stenting procedure, the patient experienced in-stent restenosis. Lesion 1 was 2.81mm, 100% stenosed, 28.0mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilation using two balloons (3.11x20mm) at 10 atms and successfully placing a 3.00x28mm taxus express2 study stent at 15 atms without post-dilatation in the target lesion. Ivus catheter was used and it was confirmed that the stent was apposed properly. After the treatment, it was confirmed that the lesion was 0% diameter stenosis and timi flow was 3. Lesion 2 was 2.81mm, 75% stenosed, 16.0mm long portion of the distal right coronary artery (dist rca). After the lesion was predilated with two balloons (3.00x20mm) at 8 atms, the physician successfully placed a 2.50x16mm taxus express2 study stent in the target lesion at 16 atms. The lesion was post-dilated with a balloon 3.11x20mm at 10 atms. After post-dilating the lesion with an ivus catheter, it was confirmed that the stent was apposed properly. After the post-treatment, it was confirmed that the lesion was 0% diameter stenosis and timi flow was 3. Lesion 3 was a 2.50mm, 90% stenosed, 23mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with predilation using a balloon 1.99x15mm at 8atms. The physician then successfully placed a 3.00x28mm taxus express2 study stent at 15 atms. The lesion was post-dilated with a balloon 3.06x28mm at 10 atms. After the post-dilating, it was observed with an ivus catheter that the stent was apposed properly. After the post-treatment, it was confirmed that the lesion was 0% diameter stenosis and timi flow was 3. The patient was discharged 2 days later on plavix and aspirin. At 192 days after the index procedure, the patient experienced restenosis. The physician stated "they considered performing a re-intervention, however, the patient had no symptoms and is very old and the patient's family didn't wish to have it done".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.